Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose levels were 410 mg/dl and 284 mg/dl. The customer stated that they might have forgotten to turn the insulin pump back on after shower. The customer called regarding the recall of the insulin pump. The insulin pump will not be returned for analysis.